Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after stapling, the incision was bleeding and then found that the staple formation was poor. No patient injury.